Event description:
"Caller alleged discrepant results comparted with the lab. Results as follows:" in 2009 - 10:10 am inratio: 2.4; 11:30 am lab: 6.0; 1:30 pm inratio: 4.9. Pt in hospital getting vitamin k. The following day - inratio: 2.2 and lab: 2.5.

Manufacturer narrative:
Investigation pending.